Event description:
It was reported that pump generated alarm 2 followed by alarm 26, and customer experienced occlusion issue while using infusion set and cartridge with novorapid insulin. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resumed insulin, no infusion set problems were observed, no recurring occlusion issues were reported, and technical support determined no additional assistance was necessary and closed case.